Event description:
It was reported that the patient experienced an inappropriate therapy. It was discussed that the device settings should be adjusted to prevent an unnecessary shock. The issue was clinically resolved y reprogramming the device and it remains implanted.

Manufacturer narrative:
This historical complaint is being files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.